Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. A complete lead was returned cut in three segments. External insulation abrasion was noted at 1.4-1.8 cm from the distal end of the middle segment, consistent with lead friction to the ICD can. The etfe coating of one sensing conductor was abraded and signs of melting were noted at 43.5 cm from the distal tip. (B)(4).

Event description:
This report is to advise of an event observed during analysis.